Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ assembly fixture m12 had the glass vile within the fixture break when pressed down.

Manufacturer narrative:
Investigation: as neither a picture sample nor a lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the event description, which states that the fixture worked better once cleaned and that it was possible that glass or medication was within the product, it does not appear that this incident was related to a manufacturing defect. A DHR could not be performed as a lot was not reported.

Event description:
It was reported that the bd phaseal¿ assembly fixture m12 had the glass vile within the fixture break when pressed down.